Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that "the hospital is not satisfied with the reading" and the patient doesn't know if the device "was set up properly". The device remains in use. No patient complications have been reported as a result of this event.